Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the set was leaking at taped site while connected to a patient. There was no patient harm.

Manufacturer narrative:
Correction: removing info from regarding age.

Event description:
The customer reported that the set was leaking at taped site while connected to a patient. There was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The report of a leaking set was confirmed. Visual inspection showed no anomalies. During functional testing a slow dripping leak was observed to be coming from the top end of the silicone segment. Inspection under magnification revealed a small jagged tear in the silicone pump segment, just below the upper retainer ring. Both retainer rings were noted to be in place and intact. There was no evidence of damage on either fitment. The root cause of this damage was not identified.

Event description:
The customer reported that the set was leaking at taped site while connected to a patient. There was no patient harm.